Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2021 and mesh was implanted. It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2022 and mesh was implanted. It was reported that the patient experienced intractable and ongoing leg and perineal pain. Other procedure is captured under separate file. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.